Event description:
It was reported that the patient indicated her physician informed her that the right atrial (ra) lead was showing signs of wear and abrasion. The patient further reported that it was her understanding that the system was placed too high. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead ¿also showing signs of wear and abrasion¿ was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductors coils consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.